Event description:
No power to bed.

Manufacturer narrative:
Technician replaced p.c.m. Board and g.c.I. To resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.